Event description:
It was reported that approximately three months after a device changeout, there were nonphysiological non-sustained tachycardia (nst) episodes and short v-v intervals on the right ventricular (rv) lead. A lead integrity alert (lia) triggered for oversensing. It was noted on remote transmission that there was intermittent noise, and this was reproducible with pocket manipulation. Impedances were stable and lead pins appeared normal on fluoroscopy. The pocket was opened and the lead did not appear to be loose. When the pace/sense pin was removed and reseated into the header oversensing was still able to be reproduced with can movement. When all of the lead pins were removed and reinserted, the oversensing was not able to be reproduced. It was not determined whether there was a connection issue. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There was evidence of non-physiologic oversensing on stored episode electrograms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.